Event description:
A medtronic representative reported that, while in a spine procedure, a thoracic probe was twisted. It was stated that the patient had very hard cortical bone in pedicle. No further details regarding the damage, or how it occurred, were provided. A different navlock set of instruments was brought in to continue the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement thoracic probe tip shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the probe has been twisted. The twist is at the 20mm mark on the probe. Mechanical failure, bent instrument tip, directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.